Event description:
It was reported that after several attempts to position the lead and extend/retract the helix, the helix became blocked and would not extend. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The connector pin was bent. The helix disengaged from the helical channel. There was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.